Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged . The patient was hospitalized and underwent surgical intervention wherein the rv lead was repositioned. Additional information was obtained from the field representative indicating that the dislodgement was found out in the clinic and was confirmed through x-ray. There was also nosie and high threshold observed. This rv lead remains in service. No additional adverse patient effects were reported.